Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and the right atrial (ra) lead exhibited high out-of-range pacing lead impedance measurements greater than 2,000 ohms during a follow up check. An x-ray appeared to show that the atrial pin had backed out of the device header. Boston scientific technical services (ts), however, could not confirm the observation since the lead tip area was fuzzy on the image. Ts suspected the cause to be more likely a lead integrity anomaly. Additional information was received indicating that the physician has not come up yet with a decision on what to do next. At this time, the system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.